Event description:
The alleged failure of tourniquet to properly insufflate and maintain pressure. Faulty connection at nitrogen supply. Site connector required replacement. Pt remained in operating room approximately 30 minutes extra due to alleged equipment failure.